Manufacturer narrative:
This incident took place in USA. The case of death was reported as a result of a kinked soft cannula that had not penetrated the skin and therefore the pt did not get the insulin. No relevant testing could be performed. If lot information was available, the batch records and the complaint database were for relevant deviations and similar complaints. Because we were just notified about this death we have made this an initial report, because we need to investigate this case with our distributor to see if we can get additional information. A follow-up or final mdpr report will be submitted no later than (B)(6) 2014.

Event description:
On (B)(6) 2014, event description: voluntary (B)(6) 2014: when medtronic minimed subcutaneous insulin pump was placed (presumably by pt; unconfirmed) the catheter tip kinked such that it never penetrated the skin. It appears that drug continued to flow (absorbed by adhesive pad) and pump alarm for blockage was therefore not triggered. Pt was found dead in residence. Reason for use: insulin dependent diabetes mellitus. Initial reporter: (B)(6). Company: office of the chief medical examiner. Email: (B)(6). Made to attempt to reach out to the reporter (B)(6), to obtain name of deceased pt but there was no answer, left my direct ext. For the call to be returned. Reporter number: voluntary report no.: (B)(4). MFR name: (B)(4) date FDA received: (B)(4) 2014. Event information: (B)(6) 2014. Report date: (B)(6) 2014. Event report type: death reporter occupation: physician device operator (d5): lay user/pt event country: us. Device information: product code: pump, infusion, insulin. Brand: medtronic minimed device type: insulin pump.